Manufacturer narrative:
Concomitant medical devices: w1dr01 ipg implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing which may have interfered with mode switch. The ra lead remains in use. No patient complications have been reported as a result of this event.